Event description:
This case was initially received via regulatory authority ((B)(6)- health authorities in (B)(6), reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criterion medically significant), allergy to metals ("allergy with nickel and others"), adenomyosis ("adenomyosis"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain lower, allergy to metals, adenomyosis, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, musculoskeletal pain, periodontitis and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Further company follow-up with the regulatory authority is not possible. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1907166) on 19-apr-2019. The most recent information was received on 27-aug-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel and others"), adenomyosis ("adenomyosis"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. On an unknown date, the patient experienced memory impairment ("memory disorders") and pyrexia ("fever"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, allergy to metals, adenomyosis, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved and the memory impairment and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, memory impairment, musculoskeletal pain, periodontitis, pyrexia and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-aug-2019: as per information received, case fr-bayer-2019-155720 (legacy device report num 2951250-2019-05050) was identified as a duplicate of this case. All the information from deleted duplicate case (B)(4) has been transferred to this case: new reporter added; essure was removed on (B)(6)2019; new events memory disorders and fever added; joint and muscle pain, adenomyosis, insomnia, memory disorders and fever were medically confirmed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4). On 19-apr-2019. The most recent information was received on 28-aug-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdomen pain') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysteroscopy (due to polyps) since may 2019. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced memory impairment ("memory disorders / memory disturbance"), arthralgia ("arthralgia"), myalgia ("myalgia") and asthenia ("asthenia"). On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), allergy to metals ("allergy with nickel and others"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis / dental signs"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (hysterectomy and removal method: removed through the vagina). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, allergy to metals, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved and the adenomyosis, memory impairment, pyrexia, arthralgia, myalgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, memory impairment, musculoskeletal pain, myalgia, periodontitis, pyrexia and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Essure removal was not the primary cause for the procedure, but it was performed after another gynaecological procedure (hysterectomy due to adenomyosis). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2019: essure device removal questionnaire was received and the following information was provided: patient¿s date of birth, weight and height added; hysteroscopy in may-2019 due to polyps added as concomitant condition; arthralgia, myalgia, asthenia added as event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1907166) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criterion medically significant), allergy to metals ("allergy with nickel and others"), adenomyosis ("adenomyosis"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain lower, allergy to metals, adenomyosis, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, musculoskeletal pain, periodontitis and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number:(B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdomen pain') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysteroscopy (due to polyps) since (B)(6)2019. In 2014, the patient experienced memory impairment ("memory disorders / memory disturbance"), arthralgia ("arthralgia"), myalgia ("myalgia") and asthenia ("asthenia"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), allergy to metals ("allergy with nickel and others"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis / dental signs"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (hysterectomy and removal method: removed through the vagina). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, allergy to metals, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved and the adenomyosis, memory impairment, pyrexia, arthralgia, myalgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, memory impairment, musculoskeletal pain, myalgia, periodontitis, pyrexia and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Essure removal was not the primary cause for the procedure, but it was performed after another gynaecological procedure (hysterectomy due to adenomyosis). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Batch no b44001 production date 2013-06-17 expiration date 2016-06-30 . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 19-apr-2019. The most recent information was received on 13-sep-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('lower abdomen pain') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure (batch no. B44001) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysteroscopy (due to polyps) since (B)(6) 2019. In 2014, the patient experienced memory impairment ("memory disorders / memory disturbance"), arthralgia ("arthralgia"), myalgia ("myalgia") and asthenia ("asthenia"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), allergy to metals ("allergy with nickel and others"), musculoskeletal pain ("joint and muscle pain"), depression ("depression"), liver disorder ("affected liver"), insomnia ("insomnia"), fatigue ("chronic tiredness"), back pain ("low back pain"), periodontitis ("worsened parodontitis / dental signs"), rhinitis allergic ("allergic rhinitis"), headache ("headache") and eye disorder ("ophthalmology disorder") and was found to have fibroma ("fibroma"), 21 days after insertion of essure. On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (hysterectomy and removal method: removed through the vagina). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, allergy to metals, musculoskeletal pain, depression, fibroma, liver disorder, insomnia, fatigue, back pain, periodontitis, rhinitis allergic, headache and eye disorder had not resolved and the adenomyosis, memory impairment, pyrexia, arthralgia, myalgia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, allergy to metals, arthralgia, asthenia, back pain, depression, eye disorder, fatigue, fibroma, headache, insomnia, liver disorder, memory impairment, musculoskeletal pain, myalgia, periodontitis, pyrexia and rhinitis allergic with essure. The reporter commented: the patient stated that she was waiting for the removal of essure and was unable to work. Essure removal was not the primary cause for the procedure, but it was performed after another gynaecological procedure (hysterectomy due to adenomyosis). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.